Manufacturer narrative:
(B)(4). The analysis results found that a sr75 reload was received unfired with the swing tab in unlocked position and with both shrouds broken off missing making the reload nonfunctional. No functional testing was performed due to the condition of the reload. Although no conclusion could be reach as to what may have caused the found damage of the cartridge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open right hemicolectomy, the proximal end of the cartridge was damaged and the broken pieces fell off when the nurse was loading the cartridge into the device on the instrument table before the 1st firing. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.